Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump in use was giving a "no disposable" error and "pump won't run." The patient switched to the back-up pump and got the same error. Patient was able to make a new cassette and got the pump to work. They are hold on the bad cassette in case it is requested. There was no patient, or clinician injury associated with this event.